Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
Customer reported an unstable connection between the aquapak and the oxygen source. It was reported "during oxygen therapy in neonatal intensive care unit, the issue of patients' oxygen saturation also decreased due to unsaturated oxygen supply. The nurse recognizes the problem and immediately recovers the oxygen saturation, so there is no abnormality in the patient's condition. As confirmed at the time, aquak adaptor is reported as a problem caused by incorrect tightening." No patient injury reported.